Manufacturer narrative:
Updated h6: added "device discarded." Trackwise ID #: (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip on the was damaged. It appeared the energy wire was not attached to the tip. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro tip on the was damaged. It appeared the energy wire was not attached to the tip. A replacement device was used to complete the procedure. No patient involvement.